Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) is waiting to return the device to service as the device will be due for a battery next month; however, the bme stated that the device passed all other testing. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that during use, the device powered down and restarted. The device was removed from service, but there was no reported harm to the patient or user. The customer called technical support to report that during use, the device powered down and restarted. The remote service engineer (rse) performed troubleshooting with the customer and had the customer check the event log. The customer found that the 1101 "ventilator restarted due to anomalies detected during operation" error occurred in conjunction with the 3007 "software exception" error. The rse informed the customer of the following per the manufacturer: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required. The rse also suggested that the customer should perform a full preventive maintenance (pm) on the device to verify that the device was fully operational. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) is waiting for the replacement battery to arrive as the battery needed to be replaced as part of the preventive maintenance. The bme therefore could not perform a full preventive maintenance (pm) on the device, but the bme stated that the device passed all other testing. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.